Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try charging the pump using various methods, but the issue persisted. Consequently, the pump was set to be replaced, and the customer was instructed on how to return the faulty pump. The customer would continue using the current pump for backup therapy and put the defective pump into storage mode before returning it.